Event description:
Adverse event(s)/; "toxic anterior segment syndrome" (inflammation). Product problem: "none reported" (no information). A surgeon reported five cases of toxic anterior segment syndrome (tass). This patient experienced inflammation of cells in the anterior chamber on (B) (4) 2010. The facility reported they do not know the cause of tass at their facility and they are currently investigating everything including their cleaning procedures and products used. The manufacturer's account representative and the operating room surgical consultant are assisting the user facility. Additional information was received, the surgeons at this facility are convinced that this product was not the cause of tass. They feel it was a cleaning issue with the reusable I/a handpiece. It was noted that one of the surgeons had never had a case of tass and she used this product, however, she did not use the reusable I/a handpiece like the two surgeons who were having tass issues. All three surgeons believe this is why she did not have any cases of tass. The director of sterilization has removed the I/a hand pieces from circulation. There are five medical device reports being reported; this report is for the second patient.

Manufacturer narrative:
Investigation of batch records compounding and filling showed no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. There have been no other complaints reported in this lot number except by this facility at this time. Additional information is being sought by the affiliate. (B) (4). (B) (4). (B) (4).